Event description:
It was reported the subject device had loose contact. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus regional repair center for evaluation and the customer's allegation was confirmed. The device evaluation found the scope cannot be attached smoothly due to deterioration of coupler unit. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. DHR confirmed that the device was shipped in conformance with specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had loose contact. The issue was identified during preparation for use. There were no reports of patient harm.